Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results:the device was returned for evaluation. The internal fixation side of the femoral component has bone cement with bony in growth visible on it. Scratches are visible on the bearing surface of the implant. Medical records received and evaluation:no medical records were provided for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision aseptic loosening.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision aseptic loosening.